Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the paramedics had to assist him on three different occasions due to low blood glucose events. The customer stated that for one event his wife gave him a glucagon shot but it had no effect and paramedics intervened. The third low occurred at home at around 2 in the morning. Ems was dispatched to assist the customer. His blood glucose was 19 mg/dl. He experienced heavy sweating as a result of the low. He was treated with a glucagon shot and an IV. The customer declined troubleshooting for the low blood glucose. No products were returned or replaced.